Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead high out of range impedance along with high thresholds, noise, far field r-wave (ffrw) oversensing and inappropriate pacing artifacts. The lead was reprogrammed. It was further reported that the ra lead was revised. During the lead revision, setscrew was noted to have issue. Chronic lead tested fine post implant. The ra lead and the implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.